Event description:
It was reported that there was a catheter break. Actions planned but not yet taken included ¿catheter replacement after aggressive wean.¿ a (B)(6) study and (B)(6) study were done. The (B)(6) study showed dye in the pocket and non intrathecally. The patient reported less pain relief the past 2 months and also had increased oral morphine use around the same time frame. Underdose symptoms were also reported including shaking, chills and sweats. The patient¿s status at the time of report was ¿alive-no injury.¿ additional information received reported that surgery to replace/revise catheter was getting authorized. The location of the issue was unknown. There was no dye in canal and most in pump pocket. Additional information received reported that the catheter replacement was scheduled for (B)(6) 2014. During surgery on (B)(6) 2014, there was a partial fracture and a hole noted on the catheter in the pump pocket. A new distal segment was utilized for repair. There was good cerebral spinal fluid (csf) flow; (B)(6) study and rotor were checked with satisfactory results. On the patient¿s day 2 post-operative visit, it was revealed that there was not adequate relief but progress was being made. The pump system was infusing dilaudid. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).